Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the 2nd inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4mm peripheral cutting balloon (pcb). No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).